Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue with multiple attempts. The level sensor was replaced as a precautionary measure. The unit operated to the manufacturer's specifications. The suspect device was sent back to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level alarm was going on and off. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist discussed with the chief of perfusion regarding the incident the team had with the yellow level sensor on the heart lung machine (hlm) during a cpb procedure on (B)(6) 2020. The team set up their medtronic affinity rounded reservoir without issue. The perfusionist stated that they have had issues in the past due to the rounded reservoir and trying to attach the sensors. He was not sure how long the pads cured to the reservoir before trying to attach the sensors, but the yellow alert sensor attached without issue, the team had one false alarm, then it worked until the end of the case when another false alarm occurred. He stated that the sensors looked good. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the issue.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the level sensor to have acceptable results and pass verification/release testing when connected to a lab use only (luo) module and attached to a luo reservoir. No instances of the 'level alarm flow going on and off' or false alarms were observed. Per data log review, the issue likely occurred on (B)(6) 2021. When the air detection was turned on an 'air detected' alarm occurs immediately. There is no way to tell from the log if air was actually present.